Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited capture anomalies. Failure to pace was observed in unipolar and bipolar, even with magnet placement. A new lead was connected to the pulse generator and normal pacing resumed.